Event description:
It was reported that the ventilator shut down multiple times while on the patient. It is unknown if the ventilator alarmed when the reported problem occurred. No patient harm reported.

Manufacturer narrative:
Na